Event description:
The hospital reported that during the use of the device, it was no longer possible to perform the procedure because the port had disconneted from the catheter. Additional surgery was performed to remove catheter from vein.